Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with hysterectomy. It was reported that the patient experienced really bad cramps, and a lot of pain during sex after the implant. It was reported that the patient underwent mesh revision on (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, lysis of adhesions and bso. It was reported that patient underwent mesh revision on (B)(6) 2007 due to erosion.

Manufacturer narrative:
Additional information: additional narrative: it was reported that following insertion the patient experienced atrophic vaginitis, abnormal vaginal bleeding, and urinary tract infection.